Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The device upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Component code: g07002 - device evaluation pending. Additional information was requested, and the following was obtained via: was the applier checked if there is a damage or not? Is the jaw straight? Yes, it was checked with another cartridge. The another cartridge could be applied. What was the operation? The operation was laparoscopic cholecystectomy. Was the operation performed by the robot? No. The following information was requested, but unavailable: what suture type was used? We are currently checking and will let you know when we have more information. * what suture size was used? We are currently checking and will let you know when we have more information. When the event occurred, was the suture placed near the hinge of the clip? We are currently checking and will let you know when we have more information. Were you able to lock the clip closed on the suture? If yes after it closed, was the clip holding securely fixed on the suture? We are currently checking and will let you know when we have more information. Was the applier checked for damage (jaws straight and aligned)? We are currently checking and will let you know when we have more information. What was the surgical procedure involved? We are currently checking and will let you know when we have more information. Was this a robotic procedure? We are currently checking and will let you know when we have more information. If clip did not close/did not hold on the suture, was the clip used in an application where the suture was under tension? We are currently checking and will let you know when we have more information.

Event description:
It was reported that a patient underwent a laparoscopic cholecystectomy procedure on (B)(6) 2022 and suture clips were used. During the procedure, the clip could not be closed to the suture when it was used with the forceps. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/27/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h6 component code: g07002 reported condition not confirmed. Additional h3 investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned samples revealed that xc200 reload was received with no apparent damage, with one clip loaded, 3 loose clips and one of them in closed position. No foil was returned for analysis. The reload was tested for functionality with the test device. Upon functional testing of the clips, the instrument loaded, retained, and deployed three clips as intended. The clips were as intended and conforms to our manufacturing requirements. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The clip performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. No lot or batch were provided, batch history records (bhr) could not be performed.